Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical gastrectomy for carcinoma of stomach, while cutting off the gastric parenchyma, the surgeon was not able to squeeze the handle and the device did not fire. They replaced the device with a new one to complete the case. There was no patient injury.